Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the white powdery substance detected from the foreign object (presumed to be silicates derived from medication) is a component originating from the medication; therefore, it is believed to have adhered during use. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer states that the foreign material adhered to the endoscope during pre-cleaning and the foreign material was a cleaning brush. There was no delay to pre-cleaning. The instrument/suction channel was not aspirated with water. The customer stated the cleaning brush came off during reprocessing. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel. Instrument channel port, suction cylinder were brushed. There were no other concerns with reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: appendix combination equipment; reprocessing manual: chapter 2 function and inspection of the accessories for reprocessing, chapter 4 reprocessing workflow for endoscopes and accessories, chapter 5 reprocessing the endoscope (and related reprocessing). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects come out from the suction port. There was no patient involvement.